Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received for further analysis, the specific location and condition of the foreign matter cannot be identified, and therefore the root cause of the foreign matter in the heparin cap cannot be determined. The plant will continue to track and trend for this issue.

Event description:
The nurse opened the IV catheter to prepare for insertion in the newly admitted patient, but upon inspection, noticed a black substance on the top of the catheter's heparin cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.